Event description:
The facility's biomedical engineering dept reported an infusion pump that "alarmed and stopped working" during pt use. According to biomed, no pt injury or need for medical intervention has been reported. Despite baxter's efforts to obtain additional info from the reporting facility, details were not available regarding pt status, age of pt, medication involved, or set up of the infusion device. No additional contact info was provided.